Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a distal gastrectomy, while resecting the gastric body during the second firing, the knob would not advance and firing could not be performed. Another device was used to complete the case. When the reload was then tested for firing with the same handle, the knob advanced a few millimeters and then stopped. There was no patient injury.